Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that, in the past, the patient experienced persistent percutaneous lead infections. The patient was returned to the operating room to relocate the percutaneous lead exist site to the opposite side. On (B)(4) 2012, additional information received confirmed that the patient underwent a pump exchange from one lvad pump to another lvad pump.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.